Event description:
It was reported that during an in-clinic follow-up, the implantable cardioverter defibrillator (ICD) was found to be in back-up mode. The ICD was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup operation due to a power-on-reset (por) while the high voltage capacitors were being charged. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.